Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported model is only qualified for use in the company (a) and (b) cartridges. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reports the surgeon implanted the lens then removed because he saw a defect and said it was damaged. The lens was removed and new one inserted and no harm to patient. The surgery completed.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via returned reply card an intraocular lens (iol) was damaged. Timing and patient impact is unknown. Additional information was requested.